Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) had moved and/or sunk. They also said they had a lot of pain and difficulty sleeping on their left side. The ipg remains in use. No further patient complications have been reported as a result of this event.